Manufacturer narrative:
(B)(4). Batch # u5ae0k. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position and missing. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The reload was received fully fired and not loaded in the device. The bailout system was reset and an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the pcb board to be damaged. However, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the device was locked out at the first firing when it was about to cut the blood vessel. The knife reverse switch was used, but the knife did not return to home position. The manual override lever was used to return. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.